Event description:
It was reported that the wake button was not working. Additionally, it was reported that the pump touchscreen was delayed in responding to presses. Customer's blood glucose level was 80-200 mg/dl. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.